Event description:
According to the reporter, during a total laparoscopic hysterectomy procedure, in closing the vaginal cuff, while taking an anterior "purchase/bite", the needle broke, with a small portion remaining in the patient as the surgeon was unable to locate and retrieve it. Another reload was used, but the same issue occurred. However, the second broken needle was able to be retrieved. X-ray were not performed. A manual suture was used to resolve the issue. This led to 30 minutes extended surgical time.

Manufacturer narrative:
D10 concomitant products: 170052, 170052 endo stitch 0 vio 120 polysorb (lot#: j3l4450y), 170052, 170052 endo stitch 0 vio 120 polysorb (lot#: j3l4450y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.